Event description:
The consumer reported that their implantable neurostimulator (ins) was interrogated by their health care provider (hcp) on (B)(6) 2016 and it was found to be so low that the hcp didn't want to increase stimulation. The hcp told the patient the ins would have to be replaced in about a week. The patient was very disappointed that the therapy only lasted for 1 year. The patient had extremely high settings since they had almost no nerve endings going to their stomach, but thought the manufacturer should still be able to manufacture a device that could last several years even if it was ran on high settings. The battery life on the patient's newer model ins was not lasting according to their hcp. Therapy was helping and at the patient's last gastro-test they went from 30 percent food left in the stomach to only 15 percent food left in the stomach after 4 hours. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the ins not lasting was due to high settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.